Manufacturer narrative:
A follow-up is necessary as the initial report had incorrect information regarding the product brand name, occupation, report source, reason device not evaluated, and health impact code.

Event description:
A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the device was visually inspected, and evidence foam particles were found. Additionally, the service technician also noted dust contamination, destroyed power connector, and the evaluation of the device data identified unrelated error code e065. This error code was consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed.